Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon removal of sensor pod, she was unable to locate sensor wire. Patient's mother removed transmitter, prior to sensor pod removal, against user guide recommendations. Patient's mother inserted sensor in arm which is not an approved site. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.